Event description:
Philips received a complaint by the hospital medical examiner (me) on the v60 indicating that when the device was powered on, the power light emitting diode (led) was lit, but the device was running on battery power. When the device was powered down, the power led turned off, confirming that alternating current (ac) power was not recognized. The device kept operating when the issue was observed. There was no patient involvement at the time the issue was discovered as the issue was found during pre-use checking. No patient or user harm was reported. The device was replaced with another v60 with no reported delay in therapy. Investigation ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
A field service technician evaluated the device and confirmed that the device was not recognizing ac power. The field service technician ultimately replaced the power supply, confirmed that software version 3.20 was installed, conducted a comprehensive inspection, cleaned the device, performed a functionality test, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.